Event description:
It was reported that the right atrial lead was explanted and replaced due to oversensing noise and inappropriate mode switch. During the procedure, it was noted that the left subclavian vein was occluded, and the lead was snared from below to obtain access. As a result of this the ICD lead was required to be removed. Both leads were explanted and replaced. The patient was stable.